Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved in the reported event. However without more details, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a polypectomy in which bleeding occurred. No additional information was provided.

Event description:
It was reported that a patient incident occurred with the electrosurgical unit (esu/generator). The esu was used in a polypectomy. The endocut mode was used to remove a large polyp (> 3 cm). Bleeding occurred and clips as well as an injection of adrenalin were used to control the bleeding. The patient was then hospitalized.

Manufacturer narrative:
The esu was thoroughly inspected/tested. The unit was found to be functioning as intended. The evaluation included an electrical safety check, a function check of each of the equipment's features and a power output check. The generator was/is within specifications and all features were/are functioning properly. In addition, no anomalies were found in the device history record (DHR) of the involved device. In conclusion, no equipment problem was found that would have caused or contributed to the event. Most likely, there were many factors involved with the reported event. However; the patient's condition of having a large polyp, which appears to have been well vascularized, was in all likelihood a significant circumstance regarding the incident. Bleeding is a well-known consequence of any surgery. Nevertheless, no conclusive determination could be made as to the cause of the incident. No trends have been identified and erbe USA, inc. Is now closing the file on this event.